Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy device. Product analysis was confirmed as the annulus was damaged from coming into contact with the rotating rotawire, not allowing the wire to be inserted into the annulus. The reported failure to reach the lesion could not be confirmed, as the device was able to reach and maintain optimal rpm, and clinical circumstances could not be replicated.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink and a rotawire were selected to be used for an angioplasty procedure. The rotapro was prepped and platformed at 160000rpm outside the patient, then advanced over the wire. During procedure, there was significant resistance between the burr and rotawire during advancement so that at a point the physician was unable to advance the burr on the wire towards the lesion. Then, the rotawire got stuck in the rotalink burr. The rotapro and the rotawire were removed together as one unit from the patient. The procedure completed successfully with another 1.50 mm burr and rotawire devices. There were no patient complications and the patient was good condition post procedure.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink and a rotawire were selected to be used for an angioplasty procedure. The rotapro was prepped and platformed at 160000rpm outside the patient, then advanced over the wire. During procedure, there was significant resistance between the burr and rotawire during advancement so that at a point the physician was unable to advance the burr on the wire towards the lesion. Then, the rotawire got stuck in the rotalink burr. The rotapro and the rotawire were removed together as one unit from the patient. The procedure completed successfully with another 1.50 mm burr and rotawire devices. There were no patient complications and the patient was good condition post procedure.